Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 47 mg/dl at the time of the incident. The customer reported that she got a could not find sensor and it tried looking for it and she said it happened all day at work. Customer declined to continue to troubleshoot for cannot find sensor signal. Customer declined to troubleshoot for low blood glucose on pump. The insulin pump will not be returned for analysis.